Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the noise was observed via review of egms. Upon further review, it was determined that the noise was due to external emi. The patient will continue to be monitored.